Event description:
When assisting with a chest tube placement in the ed, a mid level practitioner reached to adjust the overhead exam light. A portion of the ceiling mounting system broke and the light fell, exposing bare wires and requiring the light to be caught and held by the practitioner to prevent harm to the pt and/or ed staff. Dates of use: (B)(6) 2011.